Manufacturer narrative:
The following damage was noted on the insulin pump: minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring (reservoir tube), cracked case at reservoir tube window corners and broken battery cap.

Event description:
The customer reported via phone call that their insulin pump was damaged in the reservoir compartment from wear and tear. The customer¿s blood glucose level was not provided at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.